Event description:
A report was received that the patient¿s ipg was not sitting flush with her skin and one side tilted outward. It was noted that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference. No device malfunction was suspected. The patient was doing well post-operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient¿s ipg was not sitting flush with her skin and one side tilted outward. It was noted that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.